Event description:
Pt underwent open-heart surgery which led to infection of the sternum. The infection spread to the total knee and caused the implants to become loose. Intraoperatively the dr. Noted pitting on the insert.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.